Event description:
It was reported that the patient presented for a lead revision of an epicardial lead. During the procedure, it was noted that the pacemaker was under sensing r-waves when connected to the lead. The pacemaker was not used and replaced during procedure. The patient was stable.